Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient, stating that the patient claimed they had their device for five years and it was not working. They stated that two weeks ago they attempted to contact someone, but that they did not get a response. The caller was transferred to the national answering service to page a rep. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was mentioned that the patient was in long term care. It was reported that the patient was not getting benefit and the healthcare provider (hcp) believed the patient had tried to communicate with their ins using their patient programmer, but it was unclear exactly what was seen. It was reported that the hcp was not with the patient at the time of the call to do further troubleshooting. It was reported that this was considered a sudden change in therapy/symptoms. It was reported that the event occurred two weeks ago on (B)(6) 2017. No further complications were reported/anticipated.